Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms damage on the lock detail probably from the attempted insertion. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a primary tka surgery, the gii ps insert sz 5-6 9mm could not be driven into the anterolateral locking mechanism slot of the tibial baseplate during installation. After repeated cleaning of the anterior and posterior locking mechanism slot of the tibial baseplate and the surrounding soft tissues, complete locking could not be performed eventually. Procedure finished with s/n backup device. Unknown if there was a surgical delay.